Event description:
It was reported by dealer that he gets a 4 flash error code on the tdxsi-hd power chair; swapped motor leads and then 3 flash. Needs left motor. Dealer states the right side gearbox is leaking grease. No other information available.